Manufacturer narrative:
The reported ampere¿ rf ablation generator was returned for investigation. The returned generator was powered up numerous times, and the unit completed the post (power on self test) successfully and the screen display came up normally. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance & temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. Rf energy output was measured during ablation testing and no anomalies were identified throughout investigation as rf output was correctly displayed and measured over an extensive test period. Review of the system log files shows an rfboard power on self test error message on the reported event date. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause for the reported startup issue and subsequent procedure cancellation could not be conclusively determined.

Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.

Manufacturer narrative:
Investigation results will be provided in a subsequent submission.

Event description:
During a ventricular tachycardia procedure, a red screen appeared at the end of the boot sequence and the procedure was canceled. The catheter was inserted into the coronary sinus for pacing; however, the impedance displayed 0 ohms. The catheter was removed from the ampere generator; however, the impedance remained at 0. The generator was restarted and a red screen displayed at the end of the boot sequence indicating a hardware issue. The connections were reconnected and the generator was restarted with no resolution. The procedure was rescheduled. There were no adverse consequences to the patient due to the cancellation.